Manufacturer narrative:
It was reported to intuvie that the pump's door latch holder was worn, preventing the door from closing properly. As a result, the pump was unable to occlude during testing. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be component failure. The issue was successfully resolved by replacing the latch pin holder assembly. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the pump's door latch holder was worn, preventing the door from closing properly. As a result, the pump was unable to occlude during testing. No patient involvement was reported.